Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to device migration. No further information could be obtained despite good faith efforts.